Event description:
Customer called to report that the controls did not recover within range on the coulter ac.t diff analyzer. Customer cycled a sample for troubleshooting purposes and observed approximately 4-5 milliliters of diluent and blood underneath the instrument. The field service engineer (fse) found that the white blood cell (wbc) waste tubing was plugged with a blood clot, which had not dissolved. The fse bleached the waste path and verified the repairs per established procedures, the results of which met published performance specifications. The root cause of the leak is attributed to a plugged wbc waste tubing. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).